Manufacturer narrative:
Investigation results: sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and found to have multiple cables completely broken at the bent/kinked location near the set screw mark of the clik x anchor. There are no exposed cables at the fracture site. The investigation determined that the broken cables were caused by mechanical stress, likely from flexing of the lead at the exit point of the clik x anchor. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and showed that it was cleanly cut into two pieces near its distal end. The clean-cut damage resulted from a typical explant procedure and is not considered a failure. However, a review of the labeling indicated that this event is a known risk associated with implanting a pulse generator for spinal cord stimulation. Sc-2318-70 sn: (B)(6). The returned lead was analyzed and passed all tests performed and exhibited normal device characteristics. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure, known inherent risk of device and failure to follow instructions.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not fully charging and there are high impedances on the leads. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076560/7076589. Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5001277.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not fully charging and there are high impedances on the leads. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and found to have multiple cables completely broken at the bent/kinked location near the set screw mark of the clik x anchor. There are no exposed cables at the fracture site. With all the available information, boston scientific concludes the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress, likely from flexing of the lead at the exit point of the clik x anchor. Consequently, the probable cause was identified as component failure. Sc-2317-70 sn: (B)(6). The returned lead was analyzed and showed that it was cleanly cut into two pieces near its distal end. With all the available information, boston scientific concludes the reported event was not confirmed. The clean-cut damage resulted from a typical explant procedure and is not considered a failure. However, a review of the labeling indicated that this event is a known risk associated with implanting a pulse generator for spinal cord stimulation. Therefore, the probable cause was identified as an inherent risk of the device. Sc-2318-70 sn: (B)(6). The returned lead was analyzed and passed all tests performed and exhibited normal device characteristics.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not fully charging and there are high impedances on the leads. The patient underwent an explant procedure.